Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn since the evaluation of this device is ongoing. The manufacturing records were not requested since no lot number was provided.

Event description:
The patient had a distal tibia fracture open reduction internal fixation (orif). After using the drill bit (2.5 mm), the surgeon tried to tap through the universal sleeve. The surgeon cut threads in the far cortex and tried to remove the screw. The screw broke in the medullary cavity. Because it could not be removed by pliers, the surgeon made the large hole using a pneumatic drill in the near cortex and removed the screw with pean forceps. This is 1 of 1 devices for this event reported on (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis the measurable dimensions of the broken tap were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification. It is possible that mechanical overloading during use led to the breakage of the tip. The broken surface itself is homogeneous which indicates material conformity as well. No product fault could be detected. Device is not a single use device. Subject device is marketed in the us.